Event description:
During a cartoid stenting procedure with a gazelle monarail balloon catheter, the balloon was broken. When the gazelle monorail balloon was deflated and withdrawn, it was broken in the monorail sidepore. The procedure was completed with a different device without patient complications. The patient status is reported as normal.